Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a regulatory body reported the pump was filled with 40ml of 2mg/ml solution of gablofen after previous pump replacement for end of life. The patient had an increase on an unknown date in 2019 where the rate was increased from 175mcg/day to 185 mcg/day. The patient returned on (B)(6) 2019 for a refill of the pump and reported being mildly stiffer. It was noted they found 39.5ml in the pump and pump computer calculated it should have been 23.7ml. The log report showed no malfunction and no alarms were triggered. An x-ray showed no system defects. The pump was replaced on (B)(6) 2019 and system appeared intact. The pump was returned and evaluation showed no defect of the pump was found, so it remains there was no explanation for the pump failure to deliver medicine which should have emptied the reservoir. Fortunately, the patient's withdrawal was mild. A new pump was implanted and issue improved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (200 mcg/ml at 2000 mcg/day). The patient had a history of cerebral palsy. It was reported that the patient had a refill sometime in july and the actual volume withdrawn was much higher than the expected volume. It was noted that the patient had experienced increased spasticity during this time. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogate (no errors were seen) and explanted. The issue was reported to be resolved and the patient was alive with no injury. The pump would be returned for analysis. No further complications have been reported as a result of this event.